Manufacturer narrative:
The devices were not returned for evaluation. Imagery was pervaded for review. Procedural imagery was provided and the following was observed: the alterra prestent appeared to have migrated toward the right ventricle. The reported event was confirmed by the provided imagery. In this case, there was no allegation that a device malfunction contributed to the reported event. A review of complaint history did not reveal any indication that a manufacturing nonconformance contributed to the reported event. A review of IFU/training materials revealed no deficiencies. As reported, during device deployment, a proximal movement of the alterra pre-stent was observed, resulting in a final position more proximal than expected (trans-annular). In addition, per the event description, the perceived root cause is due to the patient anatomy (large mpa, large pulmonic annulus, and large rvot) the inflow apexes of the alterra pre-stent did not sufficiently engage the surrounding anatomy resulting in a proximal malpositioning. The IFU warns that correct sizing of the prestent into the rvot is essential to minimize risks such as paravalvular leak, migration, embolization, and/or rvot rupture. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Inflow apices engagement is critical for prestent fixation and to avoid migration. In this case, the apex engagement could have been reduced due to large anatomy, resulting in alterra prestent landed more proximally than as intended. As such, it is likely patient factors (insufficient apices engagement due to patient anatomy) have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in ireland, regarding an implant case of an alterra adaptive pre-stent in a post-surgical pulmonary valvotomy (44 years post-surgery). During device deployment, a proximal movement of the alterra pre-stent was observed, resulting in a final position more proximal than expected (trans-annular). After deployment, it was decided not to complete the procedure with the sapien 3 valve due to concerns about the stability of the implant. The patient will be re-evaluated at a later date for procedure completion, and was stable throughout and after the procedure. As per medical opinion, the perceived root cause is due to the patient anatomy (large mpa, large pulmonic annulus, and large rvot) the inflow apexes of the alterra pre-stent did not sufficiently engage the surrounding anatomy resulting in a proximal malpositioning. This event is not alleged to be a device malfunction but rather a difficulty due to the patient anatomical features.